Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced pain and suffering. All other information is unknown and unavailable.

Manufacturer narrative:
The complainant provided lot number 0ml508904. However, a part number was not provided.